Manufacturer narrative:
Only the clear female luer fitting was returned for evaluation. Luer fitting will be sent out on the next available load for decontamination. Catheter was pulled out successfully, and a PICC exchange was performed. There was no patient injury reported.

Event description:
"After PICC was inserted and we were getting ready to x-ray tip. I flushed PICC with wire (stylet) still in and noted leaking at hub end of the PICC. Wire was needed to exchange PICC due to tip placement. Pulled entire PICC out and exchanged for a new 3.9fr dual v-cath. "